Manufacturer narrative:
Initial and final MDR 1888069- MDR 3003442380-2024-08345- device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that two infusions set fell off during use within 1.5 days of use. Event occurred on (B)(6) 2024. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.